Manufacturer narrative:
The leak was coming from the wash buffer reservoir. Initial trouble shooting with bci hotline determined the wash buffer reservoir fitting was leaking and hotline sent the customer a new wash buffer reservoir fitting. The customer replaced the reservoir fitting and reported back to hotline the wash buffer reservoir was still leaking. Hotline then determined the wash buffer reservoir required replacing and the customer was sent a new wash buffer reservoir to replace. The customer called back to hotline the following day and confirmed replacing the wash buffer reservoir resolved the issue. Service was not required because the issue was resolved through routine trouble shooting with hotline. Hardware was the root cause for this event. Issue resolved by hotline.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak coming from access 2 immunoassay system. There was no report of injury.